Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that truespan 24 degree plga had the deployer returned for evaluation. The needle was deformed at the proximal end. The pusher rod was deployed midway on the shaft. The red trigger was found in a normal shape and partially activated position. Upon removal of the white sleeve, it could be observed that the plates were still present on the shaft without deploying. Neither the plates nor the suture had any anomaly. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the truespan 24 degree plga would contribute to the complained device issue. Based on the investigation findings, the potential cause for the device condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation which can have caused to damage to the needle. As per the instructions for use, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there was no non-conformance regarding this lot.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a meniscal repair surgical procedure, the truespan 24 degree plga device was being used when the surgeon attempted to insert the first anchor, he was unable to insert it properly. A needle was inserted halfway into the meniscus but was removed once. When the anchor was attempted to be inserted again, the tip was found to be twisted and bent. Another product was used and the surgery was successfully completed. There was 30 minutes surgical delay and no harm to the patient. All available information has been disclosed.